Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. The patient is pacer dependant. The decision was made to tape the explanted device to the outside of the patient's chest. A new pacing lead was then implanted through the patient's jugular and attached to the device as a temporary solution until the infection clears up. There was no report of adverse patient effects due to the explant procedure.